Event description:
After two hours of treatment, the pt was found hypotensive with nausea and cold. Lines were inspected and a kink was found post blood pump on the reuse arterial line. The number of uses is not known. Pt was hospitalized. Hemolysis was confirmed. Sample is available.